Event description:
It was reported that patient presented to the clinic after receiving a vibratory alert. Upon review, premature battery depletion was observed. Patient was asymptomatic and is not pacemaker dependent. Device replacement was recommended. The day of the explant procedure, the device could not be interrogated and failure to pace was observed. The device was explanted and replaced. After the explant, the device was noted to be swollen. Patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
Correction: device is not available for evaluation. No analysis was performed at this time. The device was under a legal hold and returned to the patient.